Event description:
It was reported that the patient first implant didn't work and went dead. Patient services asked if due to normal battery depletion. The patient stated no and that he heard the nurses say it quit working but had not heard from the doctor about it. Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015. The first implant (B)(6) 2014 was removed due to possibly faulty. It was re-implanted on (B)(6) 2015. The patient reported stress from having device replaced. The patient had loss of sleep and anxiety moments. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available

Event description:
Additional information received reported that the indication for the therapy was urinary frequency. The cause for the previous device problems was that the battery was draining due to being on high settings on all programs. On 2015-(B)(6) a new battery and lead was placed and the old lead and battery were removed. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0j4kt, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).